Manufacturer narrative:
The account could not duplicate the self run but found the hydraulic motor continues running after the bed is flat. The account calibrated the sensors to repair the bed.

Event description:
The account alleged that the foot of the bed is going up and down without activating a switch.